Event description:
Customer reported the sensor was indicating false readings. Customer was called back on (B)(6) 2015 to gather further information in regards to event. Customer stated the sensor would indicate she was going low and her blood glucose was in the 400 mg/dl range. Customer stop reporting issues due she was advised she was inserting the sensor incorrectly. Customer declined troubleshooting. She was advised to monitor the device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.